Event description:
Fluro is not functioning. It has been reported to philips that the allura xper fd10 system fluoroscopy was not functioning. The system was in clinical use at the time of the event and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not confirm the fluoro was not functioning. Review of the system log file showed that ippc didn¿t boot properly at first boot. The fse rectified problem by re loading bios settings of ippc. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome. Evaluation method code was corrected.